Event description:
It was reported that the user¿s ilet became stuck on the cgm graph screen, where the touchscreen unlocked but the back arrow could not be selected, and a firmware update could not be completed; the user transitioned to backup therapy and a replacement was arranged, with the issue characterized as a device touchscreen problem and consistent with a fracture-type device problem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related problem associated with the touchscreen component in the context of a fracture-type device problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.